Event description:
It was reported that the user was unable to scan a new freestyle libre 3+ sensor with the ilet bionic pancreas mobile device despite troubleshooting resulting in pairing failure and need for a new cgm; the issue aligned with an intermittent communication failure involving the device¿s antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user and third parties. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure traced to antenna and electromagnetic components. It was concluded, based on previously established findings for similar reports, that the cause was component failure.